Manufacturer narrative:
(B)(4) (won't close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found the jaws closed, the clevis bent, the needle tilted, and the needle tail bent. Functionally, the jaws would not open properly as the jaws moved together to one side. A v-gage and ring-gage test were performed as part of the dimensional inspection and the device did not meet the specifications. The condition of the returned incident device was not consistent with the complaint; jaws won't close. However during device evaluation the device presented evidence of manipulation as it was found that the clevis was bent, the needle tilted, and the needle tail bent. Based on the evaluation, the most probable root cause for the observed damage is due to device handling by end user. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, while preparing for the procedure, the jaws were opened, but could not be closed. The account reported that no device damage was visible and that the forceps did not come in contact with the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, while preparing for the procedure, the jaws were opened, but could not be closed. The account reported that no device damage was visible and that the forceps did not come in contact with the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.